Event description:
Customer reported the system displays a message, "boot up terminated, check sum error". No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the sram memory card. System operates as intended.